Manufacturer narrative:
The pump was returned assembled with the drivline severed approximately 14 inches from the pump housing. Approximately 24 inches of the external portion of the driveline was also returned for evaluation. Rescue tape was present approximately 20.5 inches from the metal connector, and damage to the outer jacket layer was observed underneath. Damage to the bionate layer of the driveline was observed approximately 21.5 inches from the metal connector. Visual inspection revealed a breach in the insulation of the yellow wire approximately 21 inches from the metal connector. The damage appeared to be the result of mechanical damage to the driveline. As a result of the breach in yellow wire insulation, the underlying wire conductors were exposed. The reported red heart alarms would have occured as a result of the exposed conductors contacting the braided shield when the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-00774. (B)(4). Approximate age of device: 3 months, 13 days (from date of implant to date of explant). The device was returned for investigation. The evaluation is not completed. This medwatch report represents the reported driveline damage and pump stoppages. The reported hemolysis and hematuria are reported under medwatch MFR report #2916596-2016-01523. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016 and underwent a pump exchange on (B)(6) 2016 for suspected thrombus. The patient has a factor v leiden thrombophilia and reportedly post-exchange, the patient experienced a previously unreported pump pocket hematoma that required evacuation at least twice. The pump pocket became infected and the patient was started on antibiotics. The patient is reportedly obese with a bmi of (B)(6). On (B)(6) 2016, while still an inpatient, the patient reportedly fell at approximately 6pm. The patient was examined by the heart failure cardiologist and there was no evidence of driveline damage noted. There was no report of any patient injury. On the morning of (B)(6) 2016 at approximately 6:30am, a nurse observed a tear in the driveline just distal to the exit site which was new from the night before; it was unclear how the damage occurred. During review of the system controller history screen, motor stopped events were observed. Review of the system controller log file by the manufacturer¿s technical services representative also noted motor stopped events that occurred on (B)(6) 2016 while the pump was connected to a power module. The patient reportedly experienced dizziness / lightheadedness when the events occurred. The time of the motor stopped events did not coincide with the time when the patient fell the evening before. On (B)(6) 2016, the manufacturer¿s technical services representatives evaluated the driveline. Damage was observed approximately 1.5 inches from the skin exit site. Due to the close proximity to the exit site, a driveline replacement procedure could not be performed. Ungrounded patient cables were provided for use with the power module. On (B)(6) 2016 the patient was transferred to another hospital for advanced treatment and a work up for a pump exchange. The patient was reported to be stable. No additional motor stopped events were reported with use of the ungrounded patient cable. During the evaluation for exchange it was determined that the patient was showing signs of cardiac recovery. Multiple echocardiograms showed an ejection fraction of more than 55% and the plan changed from pump exchange to explant due to recovery. On (B)(6) 2016, prior to explant, the patient¿s urine became dark and the lactate dehydrogenase (ldh) level was elevated. A decision was made to discontinue lvad support. On (B)(6) 2016, lvad support was discontinued while in the cardiac catheterization lab just in case the patient did not tolerate turning the pump off. The patient reportedly did tolerate being off support. An echocardiogram on an unspecified date after the lvad was turned off showed a continued ejection fraction of 55% with normal left ventricular size, wall thickness and systolic function. The right ventricle was enlarged with decreased function. On (B)(6) 2016 the pump was explanted via subcostal incision without cardiopulmonary bypass. The patient was doing well on low dose epinephrine. No additional information was provided.